Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2024-00124 was sent in error. Report 1024879-2024-00125 has been submitted to capture this event.

Event description:
It was reported while using the bd vacutainer® sst¿ blood collection tubes poor barrier separation occurred. No health impact or consequence reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter phone #: (B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® sst¿ blood collection tubes poor barrier separation occurred. No health impact or consequence reported.